Manufacturer narrative:
Batch review performed on 03 september 2019. Lot 172716: (B)(4) items manufactured and released on 05-sep-2017. Expiration date: 2022-08-18. No anomalies found.

Event description:
Revision surgery where the surgeon wants to change the liner to a hooded one. At the moment no more informations are available concerning the surgery date and the outcomes.